Event description:
It was reported that the arctic sun device screen not working and no display. Per follow up information received via email on 25may2023, device will be sent to crs medical for repair. Not troubleshooted yet. No patient involved, found during presentation of device. Per investigator notification received on 15jun2023, it was reported that the fill tube dirty and clogged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was inadequate maintenance of the device. However, this could not be confirmed. The serial number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen not working and no display. Per follow up information received via email on (B)(6) 2023, device will be sent to crs medical for repair. Not troubleshooted yet. No patient involved, found during presentation of device. Per investigator notification received on (B)(6) 2023, it was reported that the fill tube dirty and clogged.